Event description:
It was reported that the ilet pump was dropped, the housing cracked, and the device functioned for approximately two hours before it stopped working, after which the user transitioned to multiple daily injections; blood glucose rose to about 300 mg/dl following the event and later returned to range with mdi. Symptoms included fatigue associated with hyperglycemia. Outcomes included temporary interruption of insulin delivery and need for alternative therapy until a replacement could be provided. Investigation included a review of the event details, arrangements for return of the damaged device, and replacement shipment. Investigation of this case revealed physical damage to the pump enclosure consistent with accidental drop and loss of device function. It was concluded that the device failure was due to user-induced mechanical damage, and replacement was appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.